Manufacturer narrative:
(B)(4).

Event description:
The customer reported that three endotracheal tubes were tested out of the same lot numbered box and found to have cuff leakage prior to use. One tube each is reported on our reports 2936999-2016-00335, 2936999-2016-00336 and 2936999-2016-00337.